Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged and the emergency backup battery (ebb) stated to replace backup battery. The ebb was replaced and once again it stated to replace backup battery. Another battery was replaced without any issue.